Event description:
It was reported that the patient lost coverage of therapy due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.